Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became hypotensive at the end of the implant of a leadless implantable pulse generator (ipg) and a pericardial effusion was present causing cardiac tamponade. The patient received pericardial centesis. It was later reported that the physician mentioned having problems with the ipg extending out of the cup during a contrast injection. The device is still implanted in good position and all parameters are within normal limits. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: system report product ID: mc1vr01-delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.